Event description:
The customer reported hydrogen peroxide contact. The customer reported a burning sensation with pain on their fingertips. The customer did not seek medical attention and did not require treatment. The customer ran their hand under running water. The customer recovered from the contact in a day. The customer found moisture in the load.